Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. The instrument was in operation. (B)(4).

Event description:
The customer reported the probe wipe dripped approximately one (1) milliliter of fluid at the end of system startup involving the coulter act diff 12 analyzer. Patient results were not impacted. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting. The customer replaced the dual diluent filters and performed four startup cycles successfully and resolved the issue. The customer stated the instrument operator was wearing gloves at the time of the fluid leak. The customer and the operator did not have direct contact with the fluid. There was no injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility.